Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the user reported to the hospital that the drug solution had not come out with several devices.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the user reported to the hospital that the drug solution had not come out with several devices.